Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 9.3 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratched lcd window.